Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The patient reported that the keypad buttons were sticking and responding intermittently. The patient reported that the keypad symbols were worn. The patient reportedly wore the pump in an undergarment and did not clean the pump.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the keypad was found to be intact; no peeling or lifting was observed. The evaluation revealed that all of the keypad buttons were sticking, were intermittently responding, were scrolling, and required multiple button presses in order to elicit a response. All of the keypad buttons were found not click back and spring back normally. There was evidence of contamination found under the key contacts.